Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and insulation resistance tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot and insulation resistance test. Upon investigation, the cable connecting the distribution node (dn) to front therapy electrode was pinched in the dn, pinching the pulse wire which caused the test failures. The root cause of the pinched cable was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the pinched wire. The last pt to use this electrode belt did not report any problems.